Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high pacing impedance, in both bipolar and unipolar pacing configurations. It was also reported that the right atrial (ra) lead had low pacing impedance and a polarity switch had occurred. The leads were capped, and the rv lead was replaced. The ra lead was not replaced because the physician elected to use a single-chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.